Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the catheter broke off in the patient's skin. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H6. Codes: updated. At the time of this report, no product or photos were received at the investigation site therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is received the manufacturer will re-open the complaint for further device analysis.